Event description:
The salute fixation device is intended for fixation of prosthetic material. The system was being utilized for demonstration purposes. The sales rep deployed a disposable cartridge to the end and inserted a second cartridge. The next deployment was a straight wire shot that punctured the sales rep's finger. There was no adverse affect. The puncture was minor resulting in no need for intervention.